Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.75x23mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery lesion. Sometime prior to the two year follow-up, the patient died. Cause of death was requested, but the family declined to provide. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: on (B)(6) 2014 a 2.75x23mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery lesion.